Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that they fell flat on their back on sunday and now they have a horrible pain and a burning sensation at the implant site. They said it feels like it has shifted. Pt said they went to the chiro on tuesday and they said "it doesn't appear to be in the same place, it almost feels like they can feel it on both sides of the spine". Pt said it burns so bad they cant wear jeans or a belt. Pt's previous healthcare provider (hcp) told them to take 3 xanax. The patient was redirected to their hcp to further address the issue. Patient doesn't have a managing healthcare provider, and was emailed physician listings.